Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low readings, blank display, and battery out limit, low battery alert and lost sensor alarm. The customer's blood glucose was up to 182 mg/dl. The customer declined to troubleshoot for low readings. The customer stated that the display returned after new battery insert. The product was not returned for analysis.